Event description:
It was reported that the user experienced recurring low glucose alerts on the ilet system despite eating when alerted, with approximately one low per day over several weeks and a reported time-in-range of 53.4 percent after long-term use. Investigation included complaint handling review and troubleshooting with user education. Further investigation of this case revealed no device malfunction identified and user adherence and alert management were addressed. Symptoms included hypoglycemia without awareness, no clinical symptoms reported. Outcomes included user education on acknowledging and dismissing alerts, using 15 grams of oral carbohydrates with a 15-minute reassessment, and a recommendation to discuss factory reset or target adjustments with the healthcare provider. It was concluded that, based on previously established findings for similar reports, the event involved hypoglycemia with an unclear cause and that continued clinical follow-up with the healthcare provider is warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.